Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. In this particular case, the lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported event appears to be related to circumstances of the procedure. It is likely that the rupture occurred due to interaction with lesion calcification which is described as heavily calcified. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional armada device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, non-tortuous cephalic arch. The 10x40mm armada 35 balloon ruptured at 10 atmospheres on the first inflation. A new same balloon was used and it ruptured at 12 atmospheres on the first inflation. A new non-abbott high pressure nc balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.